Event description:
The customer reported via phone call that he experienced low blood glucose of 50 mg/dl in the middle of the night, drank juice, and woke up with his blood glucose at 123 mg/dl. The customer declined further to be transferred for further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.